Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a spectrum iq infusion pump over infused to an infant patient. The pump was set up to infuse sodium chloride 150ml bag at ¿1.3(value not reported) per hour to infuse 11ml¿. After an unspecified amount of time, the staff member ¿checked again¿ and observed the solution bag was empty. Unspecified labs were drawn and found ¿certain numbers were extremely high" (not further specified). Biomed at the facility checked the pump logs and nothing was entered incorrectly. The test for delivery accuracy was ¿slightly over maybe¿ with 5 set points, however, the issue could not be duplicated. No further information was available at the time of this report.

Manufacturer narrative:
Additional information b5, b6, d9, h3, h6 and h11: h6: health effect - clinical codes has been updated to e1205 based on additional information provided by the reporter. B5: additional information was provided reporting to clarify that the labs that were done included a blood glucose reading that was in the 500¿s. (Normal was under 40-100 for a neonate). He also reported that "there was not a serious injury to the infant, but this was an adverse event of severe hyperglycemia that required increased monitoring and interventions to the infant as well as psychological stress to the family and staff." No further information was available at the time of this report. H11: the device was received for evaluation. During functional testing, the reported over infusion was not reproduced. The problem could not be reproduced or tested for flow accuracy during evaluation due to downstream occlusion alarm. A review of the event history log on the customer reported event date an infusion of tpn/stpn (total parenteral nutrition) was programmed in the neonatal intensive care unit (nicu) care area with rate 6ml/hr and vtbi (volume to be infused) 6 ml. Multiple infusions with these parameters ran to completion. The reported parameters of 1. 3 per hour to infuse 11 ml was not found in the event history log. The user facility reported the infusion was programmed to be 1.3 per hour for 11 ml. The spectrum's operation manuals contains a warning regarding low rate paramaters. It states "at flow rates of 2 ml/hr or below, flow rate accuracy is +/- 0.1 ml/hr. If higher accuracy is required, consider an alternate infusion device." This device has no previous service events; therefore, a service history review is not required and a review of the device history record (DHR) was performed. The DHR review did not identify any issues during the manufacturing of the device that may be related to the current complaint. Additionally, the review of the DHR did not reveal any evidence of nonconforming product. The reported condition was not verified. During evaluation a downstream occlusion alarm occurred. The force sensor scale factor values were observed to be out of tolerance which can contribute to false downstream occlusion. Force sensor calibration was performed to correct the problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information a1, a3a, b2, b5, b7, e4: b5; additional information was received from the facility stating 150ml bag of tpn (total parenteral nutrition) "set at 6ml/hour, pump shut off at about two hours, volume on pump showed 11.4ml administered, however bag was empty". No additional information is available. H11:should additional relevant information become available, a supplemental report will be submitted.